Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The customer indicated that the needles were being activated outside of the vein, and that they have since corrected their technique. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. The most likely root cause was related to improper use of the product (activation of the safety mechanism outside of the vein). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were retraction issues during use and blood leakage occurred with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: material no: 367364, batch no: unknown. It was reported the needles were not being activated inside the vein and had blood exposure. Ed nurses were not activating needle inside patients vein and had a blood exposure while using ut. I've since in serviced them to correct the technique. Per email received from initial reporter on 2019-06-19: "the ed nurses did not use the product correctly so I¿ve retrained them on proper technique. There is nothing wrong with the wingsets."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka, fpa. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were retraction issues during use and blood leakage occurred with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: material no: 367364, batch no: unknown. It was reported the needles were not being activated inside the vein and had blood exposure. Ed nurses were not activating needle inside patients vein and had a blood exposure while using ut. I've since in serviced them to correct the technique. Per email received from initial reporter on 2019-06-19: "the ed nurses did not use the product correctly so I¿ve retrained them on proper technique. There is nothing wrong with the wingsets."